Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel was broken, and main power switch and harness are broken and damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the buttons did not work due to broken and damaged new type main power switch and harness, the front panel was not working and lighting up due to the broken front panel and the light was dim due to lamp life meter reading was over 500 hours and lamp life expired. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue where left side buttons that control the air and auto manual were not working and also there were no green lights. Also, the light was working but was very dim even after the bulb was replaced. Finally, the front panel was not lighting up and it was no working too. This occurred during set up and inspection for use. There were no reports of patient harm.